Manufacturer narrative:
H.6. Investigation: customer returned one (1) 30gx8mm, 0.5ml bd safetyglide insulin syringe and an open blister pack from lot 8325559. Customer reported that the syringe was damaged. The returned syringe was examined, and it was observed that the barrel was broken. A review of the device history record was completed for batch# 8325559. All inspections and challenges were performed per the applicable operations qc specifications. There was one (1) notification [(B)(6)] noted that did not pertain to the complaint. Process summary: blank barrels are transferred from totes to a bulk hopper, the hopper then transports them into the vibratory feeder which orients and transfers the barrels single file into the first inline feeder. The first inline feeder rail transfers to the inspection dial where short molding defects are rejected. After the inspection dial, the barrels are transferred to the second inline feeder and transitions through the corona treater terminating at the inhibit gate. At cycle start, the inhibit gate opens, introducing barrels to printer infeed dial on through the flange guide which aligns the flanges for proper registration and into the print carousel where ink images are applied. From the print carousel, the barrels are transitioned to the transfer dial and into the curing oven. The cured product exits the oven chute for transfer to the next operation. Root cause: none/cannot be determined CAPA#1187550 was initiated.

Event description:
It was reported that a broken barrel occurred during use with a 1/2 ml bd safetyglide¿ insulin syringe with attached needle. The following information was provided by the initial reporter, "broken barrel, nursing staff took the medicine and found that the syringe was damaged and could not be taken."

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a broken barrel occurred during use with a 1/2 ml bd safetyglide¿ insulin syringe with attached needle. The following information was provided by the initial reporter, "broken barrel, nursing staff took the medicine and found that the syringe was damaged and could not be taken."